Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The medical records indicate the patient was treated hernia recurrence. During the procedure the previously placed bard ventralex mesh aws found to be folded down. The device was explanted and the hernia repaired. The physician made no connection between the condition of the mesh as being the cause of the patient's bowel obstruction. Recurrence is listed as possible adverse reactions in the IFU. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney: the patient was implanted with a bard ventralex hernia patch. On (B)(6) 2013 - the patient presented to the hospital with severe abdominal pain and vomiting. The patient was found to have an umbilical hernia and a small bowel obstruction. On (B)(6) 2013 - the patient underwent a diagnostic laparoscopy, lysis of adhesions, removal of previous ventralex mesh and open repair of umbilical hernia with ventralex mesh. Operative dictation for this procedure revealed the originally placed ventralex mesh could be seen folded down from the right lateral aspect of the abdominal wall. The small bowel was also viewed in the region and there did not appear to be any scar tissue of omentum to the bowels or obvious reason for the patient's bowel obstruction.